Event description:
(B)(4). Same case as MDR ID: 2134265-2013-04454; 2134265-2013-03348; 2134265-2013-04592. It was reported that during a coronary stenting treatment procedure, vessel dissection occurred. On (B)(6) 2013, the subject presented due to abnormal stress test, was diagnosed with stable angina and underwent cardiac catheterization which revealed 3 target lesions. The first was located in the dist right coronary artery (rca) with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm. It was treated with pre-dilatation and placement of 2.25 x 12 mm pe plus stents. Following post dilatation, residual stenosis was 0%. The second was located in the proximal rca with 60% stenosis and was 20 mm long with a reference vessel diameter of 3.0 mm. It was treated with pre-dilatation and placement of 3.00 x 38 mm pe plus stent .following post dilatation, residual stenosis was 0%. The third target lesion was located in the mid rca with 60% stenosis and was 20 mm long with a reference vessel diameter of 2.5 mm. It was treated with pre-dilatation and placement of 2.25 x 20 mm, 2.50 x 24 mm, 2.50 x 12 mm pe plus stents in overlapping fashion. Following post dilatation, residual stenosis was 0%. During the procedure, following the placement of the 2.25 x 12 mm pe plus stent in the distal rca, grade c dissection occurred which was treated with placement of a 3.00 x 38 mm pe plus stent in the proximal rca and 2.25 x 20 mm, 2.50 x 24 mm, and 2.50 x 12 mm pe plus stents in the mid rca. Final ivus results revealed that no dissections visualized and stents are well-opposed. That day, the event was considered resolved and the subject was discharged on aspirin and clopidogrel the following day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).